Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead showed trending of increased impedance that now measured at high impedance values. The lead remains in use. No patient complications have been reported as a result of this event.